Event description:
The reported errors are 01000 and 90008. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.